Manufacturer narrative:
Legal manufacturer: (B)(4). Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The ge healthcare service representative performed a review of the logs and found an error confirming the reported issue. The device was recalibrated to resolve the reported issue.

Event description:
The hospital reported that the device displayed the error message "ventilate manually: manifold sensor failure", preventing mechanical ventilation. There was no report of patient injury.